Event description:
It was observed during the evaluation that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited intensively worn-out tissue pad. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was intensively worn out. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The reported event and the identified malfunction are inferred to have occurred through the following mechanism. 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. 4. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area causing a probe damage error. Olympus will continue to monitor the field performance of this device.